Event description:
During the procedure, the deltaplush microcoil ((B)(4)) would not detach, although pressing the detachment button for several times. During that time, the green system ready light intermittently illuminated. Type of the detachment control box and cable used with the product were not provided. Then, the deltaplush was gently withdrawn, and the procedure was continued using a new product of the same size ((B)(4), lot unknown). The system ready light illuminated and he was able to detach it without any problem. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the detachment control box and cable were replaced or not. It is also unknown how many coils were successfully placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (neurodeo/hi-lex corporation, type unknown). It is unknown if the microcatheter was re-shaped or not. Pre-deployment electrical check was performed and no issues noted. The procedure was coil embolization of internal carotid artery aneurysm that was not calcified and mildly tortuous. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
The detachment fiber did not receive heat. The coil's socket ring was pushed down inside the outer sheath and against the distal end of the resistive heating coil. The device positioning unit (dpu) passed resistance. The field complaint was duplicated with the systems go light intermittently illuminating. Foreign debris of unknown origin was removed from the dpu's female connector. The intermittent illumination of the enpower systems go light now ceased with the light now remaining illuminating in a steady state. The dpu now passed the complete electrical testing including the systems go light. The coil was detached on the first detachment cycle. The dpu passed the post-detachment electrical testing. The most likely root cause of the enpower systems go light intermittently illuminating was due to debris of an unknown origin lodged inside the female connector. The circumstances of how and where this debris was deposited into the female connector cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis of the returned device the microcoil system passed the pre-deployment electrical check and its failure to detach the coil inside the aneurysm could not be confirmed, since the coil detached during the analysis testing. The circumstances of how and where the damages found during analysis cannot be determined, but it was noted that after removal, the device was not damaged. Also, the debris found on the unit could not be confirmed. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach was not confirmed with functional testing, since the coil detached. Although no definitive conclusion can be made with review of the device history records there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.